Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that discovered the issue, replaced the scroll compressor to resolve the issue. As part of the scheduled pm, the fse also replaced the muffler, safety disk, tidal volume disk, muffler,1/8 npt, and the o-ring. All running tests were completed without any occurring problem and all functional and safety checks were passed per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the positive pressure of the cardiosave intra-aortic balloon pump (iabp) rose too slow. Fault code #77 in the fault log was noted. There was no patient involvement, and no adverse event was reported.